Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that foot pedal failed to halt ablation. A maestro 4000 system was selected for an ablation procedure. During ablation the physician released the pressure on the foot pedal but the radio frequency ablation did not stop as expected. The ablation was stopped using the rf power control button on the remote control. No patient complications occurred. The procedure was completed with this device.